Event description:
Customer reportedly obtained a result of 73 mg/dl on the active system while a lab drawn within 10 minutes returned as 31 mg/dl. Customer ate after receiving 73 mg/dl due to hypoglycemic symptoms. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.